Event description:
It was reported the patient was unable to communicate with the ipg using the external devices. A replacement charging system was sent to the patient. The sjm representative met with the patient and was unable to resolve the issue with a replacement charging system. Follow up identified the physician replaced the ipg. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.